Manufacturer narrative:
Batch review performed on 18 november 2020: lot 1903498: (B)(4) items manufactured and released on 14-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to stem subsidence and fracture in the calcar region. According to the report, the patient was (B)(6) year old and affected by osteoporosis. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
4 weeks after primary thr. Patient came to the clinic complaining on pain. X-rays show subsidence of the femoral stem and fracture of the calcar. Revision of the stem performed with different manufacturer stem. It should be noted that the patient has severe osteoporosis.